Event description:
Nurse reported during a recent pump reservoir refill the drug concentration was changed from 40 mg/ml to 50 mg/ml and updated without programming a bridge bolus. Once this was noticed, the nurse reported attempting to program the bridge bolus, but the concentration programmed in was 50 mg/ml; the programmer didn't identify two concentrations, or the need to calculate a bridge bolus. The pump was reprogrammed back to the original pump settings 40 mg/ml and updated. The concentration was then changed from 40 to 50 mg/ml and the bridge bolus was programmed. No pt symptoms or any adverse effects were reported as a result of this programming error.